Event description:
The article 'minimally invasive surgery compared to open spinal fusion for the treatment of degenerative lumbar spine pathologies' in journal of clinical neuroscience (2012), was reviewed. A total of 82 patients were prospectively followed from 2006 to 2010: 41 patients who had undergone an mis spinal fusion procedure as well as 41 patients who had received the open surgical equivalent under a single surgeon. Percutaneous pedicle screw/rod fixation was undertaken using either the denali and serengeti systems (open surgery) or the mantis system (mis). There was a significantly lower complication rate utilizing the mis compared to the conventional open technique. There were two cases of infection with the open technique in comparison to one case utilizing the mis technique (urinary tract infection, no wound infections). One patient in the mis group developed a painful hematoma postoperatively and presented with sacral and bilateral leg numbness. Their motor function remained intact. One patient in the open group also experienced postoperative radiculopathy. The patient was observed without treatment and the radiculopathy improved with time; however, the patient experienced long-term sensory impairment. Three patients in the open group also incurred paralytic ileus, determined by postoperative nausea and vomiting. One patient in the open cohort suffered deep vein thrombosis. There are no allegations of stryker device malfunction. Absent direct claim by the authors, it is reasonable to conclude that the stryker devices did not cause or contribute to these events. These events are common and well-documented sequelae associated with spine surgery and are not attributable to a stryker device. One patient in the open cohort suffered a dural tear, with the patient complaining of headaches and vomiting following the procedure, which prolonged the length of stay. The patient was managed with bed rest for eight to nine days with no long-term sequelae.

Manufacturer narrative:
H3 other text : device location unknown.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'minimally invasive surgery compared to open spinal fusion for the treatment of degenerative lumbar spine pathologies' in journal of clinical neuroscience (2012), was reviewed. A total of (B)(4) patients were prospectively followed from 2006 to 2010: (B)(4) patients who had undergone an mis spinal fusion procedure as well as (B)(4) patients who had received the open surgical equivalent under a single surgeon. Percutaneous pedicle screw/rod fixation was undertaken using either the denali and serengeti systems (open surgery) or the mantis system (mis). There was a significantly lower complication rate utilizing the mis compared to the conventional open technique. There were (B)(4) cases of infection with the open technique in comparison to (B)(4) case utilizing the mis technique (urinary tract infection, no wound infections). (B)(4) patient in the mis group developed a painful hematoma postoperatively and presented with sacral and bilateral leg numbness. Their motor function remained intact. One patient in the open group also experienced postoperative radiculopathy. The patient was observed without treatment and the radiculopathy improved with time; however, the patient experienced long-term sensory impairment. Three patients in the open group also incurred paralytic ileus, determined by postoperative nausea and vomiting. One patient in the open cohort suffered deep vein thrombosis. There are no allegations of stryker device malfunction. Absent direct claim by the authors, it is reasonable to conclude that the stryker devices did not cause or contribute to these events. These events are common and well-documented sequelae associated with spine surgery and are not attributable to a stryker device. (B)(4) patient in the open cohort suffered a dural tear, with the patient complaining of headaches and vomiting following the procedure, which prolonged the length of stay. The patient was managed with bed rest for eight to nine days with no long-term sequelae.